Event description:
It was reported that a message was received in the remote home monitoring system that the automatic threshold for this left ventricular (lv) lead was detected as greater than the programmed amplitude or suspended. Review of data in the remote home monitoring system noted this was due to intrinsic beats and fusion. Two high threshold measurements were also noted, however, were not confirmed via the stored left ventricular automatic threshold (lvat) electrogram (egm). Additionally, the right atrial (ra) lead exhibited undersensing on the presenting egm with the lvat message, which, potentially contributed to intrinsic right ventricular sense, left ventricular sense events and loss of lv pacing. Ra pacing impedance measurements were noted to be within normal limits, however, recent variation (increases) in atrial threshold measurements were noted in the daily measurements. The information was discussed with the physician and further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.